Event description:
It was reported that during a procedure with the colonring, the surgeon was not able to put together the anvil and the ring. The anastomosis was completed by using a second colonring device.

Manufacturer narrative:
This report is submitted on behalf of the MFR ((B)(4)) and the importer ((B)(4)), as (B)(4). Serves as the designed complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to its specifications. The device was returned for evaluation. The returned device and the configuration of its component implied that the ring was loaded on the applicator after firing the device without the ring. Thus, the most probable cause of the reported event is firing the device without loading the ring on the applicator prior to deployment as required (which explains the failure to connect the ring to the anvil). Loading the applicator with the ring at the beginning of the procedure is a clear step in device operation and is clearly described and demonstrated in device instructions for use and training. Thus, according the available information, the reported event is most probably related to user's error.